Manufacturer narrative:
E.1 (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, rule 854 marked enteroccoccus faecalis as sensitive to vancomycin despite being an intrinsic resistant organism to this antibiotic. No patient impact reported.

Event description:
It was reported that while using bd epicenter¿ single user software, rule 854 marked enteroccoccus faecalis as sensitive to vancomycin despite being an intrinsic resistant organism to this antibiotic. No patient impact reported.

Manufacturer narrative:
The following field have been corrected: g2: report source - foreign was added.

Manufacturer narrative:
H.6. Investigation summary : customer reporting an issue where there is intrinsic resistance to the antibiotic vancomycin for the microorganism enterococcus faecalis, when in this case it is sensitive (rule 854). This issue has been documented under a pud software change request. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of march. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.